Event description:
The hypotube of a 2.5 x 33mm bx sonic stent broke, due to the intense manipulation, at an attempt to pass the stent through a very calcified artery; even after dilating the balloon. There was no pt injury reported.

Manufacturer narrative:
This ous bx sonic coronary stent is distributed outside of the united states. However, it is similar to the united states bx sonic coronary stent. The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of receipt.